Event description:
According to the reporter: my wife was admitted to (B)(6) hospital in (B)(6) and gave birth to our daughter. My wife had a fever after they removed her appendix. Allegedly, during the appendix surgery that the staples did not seal the appendix wounds. My wife's system became infected which caused her death. This was due to defective staple function at the appendix site. She lingered on for several months and died in the hospital.

Manufacturer narrative:
(B)(4).